Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor was resetting. Upon evaluation, the u1 processor was defective. The cause of the inability to complete testing is the defective processor. The root cause of the defective processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.